Event description:
Pt underwent reconstruction with several revisions following a right mastectomy in 1984. In 1993 a saline filled silicone implant was implanted. The pt had periodic discomfort, rippling and surface abnormalities, but, in 9/96, there was a rapid deflation over a few hr period in the absence of trauma or any other problem.